Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional reported "ruptured". Healthcare professional later reported implant was intact. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record (DHR) has been completed. No deviations or non-conformances noted.

Event description:
The device remains implanted.

Event description:
Healthcare professional reported "ruptured". This record is for an unknown side. Device status is unknown.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.